Manufacturer narrative:
Section e3: corrected manufacturer's investigation conclusion: a direct correlation between the reported event and the heartmate 3 left ventricular assist system (lvas) cannot be conclusively determined. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product, per the device history record review section. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 6, "patient care and management", warns the user that if a patient receives a heartmate 3 pump and has a previously-implanted device that is found to be susceptible to electromagnetic interference, programming could be affected. Sections 4, "system monitor", and section c, "safety testing and classification", state that use of equipment and supplies, other than those specified in this manual or sold by abbott for replacement parts, may affect the electromagnetic compatibility of the left ventricular assist system with other devices, resulting in potential interference between the left ventricular assist system and other devices. Section c, "safety testing and classification", states that the heartmate 3 left ventricular assist system can generate, use, and radiate radio frequency energy and, if not installed and used in accordance with the instructions, may cause harmful interference to other devices in the vicinity. However, there is no guarantee that interference will not occur in a particular installation. If this equipment does cause harmful interference to other devices, the user is encouraged to try to correct the interference by reorienting or relocating the equipment, increasing the separation between the equipment, or consulting abbott for assistance. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient could not pick up a reading on their cardiomems since their left ventricular assist device (lvad) placement in july. The patient noted that the clinic had also tried without success.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.